Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom 'load set does not display when door is open' was verified. Evaluation determined the cause to be the link screws out of adjustment. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not display load set prompts when the door was open. There was no known patient injury or medical intervention associated with this event. No additional information is available.